Event description:
Doctor attempted to implant the lag screw into the gamma 3 nail and the lag screw was caught at the end of the lag screw guide sleeve. Backed the screw and sleeve out, opened another lag screw and inserted the new screw without the sleeve.

Event description:
Doctor attempted to implant the lag screw into the gamma 3 nail and the lag screw was caught at the end of the lag screw guide sleeve. Backed the screw and sleeve out, opened another lag screw and inserted the new screw without the sleeve.

Manufacturer narrative:
Evaluation summary: evaluation revealed the lag screw guide sleeve to be the primary product. The lag screw is considered to be a concomitant product. Review of the manufacturing documents revealed no discrepancies. Mechanical properties of the material of the damaged instruments (lag screw guide sleeve) are within specified tolerances. The device involved was documented as faultless prior to distribution. As the instrument had been in use for a longer time ((B)(6) 2007) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Dimensional examination revealed no deviations in the relevant undamaged areas of the lag screw returned. The required diameters are according to specified tolerances. Dimensional examination of the lag screw guide sleeve revealed that the inner diameter at the tip is significantly decreased due to friction marks resp. Displaced material and slightly bent inwards teeth. Deviating dimensions were additionally confirmed by above mentioned failed functional check. Nevertheless, appearance of damage at the inside of the lag screw guide sleeve suggests that a (deviated) step drill had originated the friction marks which had contributed to the stuck lag screw. Additionally, the slightly bent inwards teeth had decreased the inner diameter of the device, which had prevented the successful insertion of the lag screw. It cannot be excluded that the lag screw guide sleeve had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery. Evaluation revealed evidence that the reported event is not linked to a deficiency of the devices but is rather related to rough handling and deviating from user instructions by the user. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.